Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 03-mar-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 03-mar-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Customer reported that a smudge appeared on their colonoscope's lens during procedure and they were unable to clean it off. As a result, surgeon was then unable to assess their patient's colon for remainder of the procedure. Note: pentax canada received notification of this incident at east kootenay regional hospital through health canada's cmdsnet program. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The 510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.